Event description:
It was reported that this right ventricular (rv) lead was explanted 1 day after implant. The lead was pulled back into the superior vena cava due to twiddler syndrome. There was no visible damage done to the lead but surgical intervention was performed which is considered life threatening. No additional adverse patient effects were reported.